Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Event description:
The instrument broke during the surgery, all fragments were retrieved. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained device shows that the tip of the plastic part is broken partially. The visible signs indicate that the plastic broke due to high mechanical loadings. This device appears old and this indicates often usage under high conditions. The visible signs at the plastic part indicate strong contact of the tip with threaded locking hole, which is not normal use. It is noted, the plastic part must regularly controlled and exchanged. Reviewing the manufacturing- and material document shows no deviation to the specification. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.